Event description:
It was reported in a research article the objective of the study was to compare midterm outcomes in patient with peripheral arterial disease (pad) undergoing treatment with both novel interwoven stents (ns) which the supera self-expanding, and non-abbott stent were grouped together and unspecified bare metal stents compared to drug coated balloons (dcb). Two year primary patency was the primary outcome. During the procedure complications for both stent groups and dcb groups included (access site complications, target limb infection, stroke and a myocardial infarction for the dcb group). However, it was mentioned that the supera stent resulted in stent elongation during the procedure. At the two-year outcomes both groups included complications (re-interventions, primary patency, primary assisted patency, secondary patency, limb salvage, mortality). However, it was noted comparing the supera stent with bare metal stents there were no differences in a two-year patency. In conclusion, stents and dcb are beneficial when treating popliteal lesion when patients with advanced vascular disease. Patient's with severe vascular disease, stents do not have inferior patency and limb salvage rates compared with dcb angioplasty. Specific patient information is documented as unknown. Details are listed in the attached article, titled "stenting performs better than drug-coated balloon angioplasty in popliteal lesions". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot numbers were not reported. Potential factors that may lead to stent stretched/elongation include, but are not limited to, manufacturing, anatomical conditions; deployment technique, damage to the device deployment mechanisms (handle components/shaft lumens/ratchet), or inadequate pre-dilatation of the stricture. The investigation determined a conclusive cause for the stretched stent difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated. D4: the UDI is not known as the part and lot number were not provided. D6: date of implantation estimated as (B)(6) 2011. The additional patient effect of malfunctions reported in the article are captured under separate medwatch report. Attachment: article titled; stenting performs better than drug-coated balloon angioplasty in popliteal lesions.